Manufacturer narrative:
The other devices listed in this report: unknown femoral head, 36mm, catalog# 0939-0-112, lot# unk, description: exeter 2.5 im plug 12mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
Stryker (B)(4) received a letter from a solicitor with regards to a hip revision procedure. It was reported in the letter that the pt, who had received the below mentioned stryker implants in conjunction with a depuy acetabular cup (52 cm) and a depuy pinnacle metal insert size 52. It was reported that x-rays indicated mineralization of the soft tissues surrounding the right hip prosthesis and a fluid sample was found to contain black colored liquid. The pt reportedly underwent a revision procedure on (B)(6) 2010, at the mater hospital in dublin during which fibro-connective tissue with extensive pigment deposition, evidence of metal debris and a very strong inflammatory reaction around the hips were reportedly found. A blood ion test reportedly showed elevated chromium levels of 225 mls/l.